Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a 12.6mm vicm5_12.6 implantable collamer lens, -12.00 diopter, tore before/during loading, after opening vial. There was no patient contact. Another same model/length lens was implanted and the problem was resolved. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.